Event description:
It was reported that a patient underwent an x-stop procedure at l4/l5. Subsequently, the device was removed and decompressive laminectomy was performed. It was noted that the removal was due to symptoms of lss returned, and that the device was functioning as intended and removal was not due to a failure of the device to perform as intended. No additional information was reported.

Manufacturer narrative:
Device not returned, followed up with company representative.